Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator alarmed with a pressure sensor failed error. The customer reported there was no patient involvement.

Manufacturer narrative:
The field service engineer (fse) replaced the data acquisition to motor controller cable to address the reported problem.